Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) contacted the site and was told they did not try a different instrument and converted the procedure to open surgery. The fse then spoke to the charge nurse and was not able to obtain any additional information about the case. A review of the logs associated with this event was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: logs showed the stapler instrument was installed on the system 2x and fired 0 reloads. On install 1, the system failed to detect the reload color, and the user manually selected the back reload on the surgeon side console (ssc) touchpad. No clamping or firing was attempted on this install. The stapler was re-installed a second time, and the user was prompted to manually select the black reload color again, due to not firing on the previous install. Again, no clamping or firing was attempted on this install. The instrument was removed and not used again in the procedure. There were no errors in the logs suggesting recoverable faults were experienced during the time this instrument was installed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was receiving three recoverable errors while using the stapler. The customer was also intermittently losing control of the instrument. The site did not attempt using another stapler. The procedure was converted to open surgery.